Manufacturer narrative:
(B)(4).

Event description:
It was reported during an unrelated procedure, there was an error stating possible high voltage circuit damage when the device was interrogated. The device was explanted and replaced. The patient condition after the procedure was stable with no complications.

Manufacturer narrative:
The reported output anomaly was confirmed in the laboratory via review of device image. The device was tested on the bench and no anomalies were found. It is believed a false output anomaly alert occurred due to the lead voltage not dropping fast enough after hv therapy delivery when the lead voltage was measured.